Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter, receiver and smart device occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed global transmitter functional testing was performed and the transmitter passed with no deficiency. Share data log was reviewed and showed signal loss on the issue date. The customer complaint of loss of connection was confirmed. The root cause was unable to be determined post-investigation.